Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the device was being removed from use with pt. According to reporter, it was difficult to retract the needle tip into the safety device and user sustained needle stick. According to user facility, the user received treatment for blood exposure. No permanent adverse effects reported to user at this time.